Event description:
During sensing tests (follow-up), when increasing the sensitivity, less detection in the atrium.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis of programmer files resulting from device interrogation. Reportedly, during (B) (6) 2009 follow-up, an unexpected behavior was observed: with a decrease of sensing threshold in the atrium (increased sensitivity), less atrial events were detected by the device (as visible on provided sensing tests printouts). Analysis revealed that the device was found operating in fall back mode switch upon interrogation. Patient files review confirmed the atrial arrhythmia condition lasting since several weeks, properly detected by the device with a sensitivity set to 0.6mv in the atrium. No evidence of abnormal sensing operations was found in the follow-up data. The reported behavior is explained by the noise detection refractory period, which is automatically re-triggered by the device when necessary. When the sensitivity is increased, the device detects more atrial events, and re-triggers more often this automatic protection period against noise. This condition is strengthened by the presence of the atrial arrhythmia. This might be more visible than usual for this patient, who has strong atrial sensed events, even during atrial arrhythmias.